Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (1500.0mcg/day, unknown dose) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. A critical alarm occurred. Telemetry of the pump indicated a motor stall and the pump was in safe "mode." The hcp was unable to "read the telemetry" or turn of the critical alarm. It was also noted that "early end of service occurred." A provided pump session report from (B)(6) 2017 confirmed a motor stall and reset occurred resulting with the pump in safe state. The logs were not read. It was clarified eos had not occurred (session report indicted estimated elective replacement indicator was 1 month) and the pump would be returned for further investigation regarding "early eos." The pump was reprogrammed on (B)(6) 2017 to deliver baclofen (1500.0mcg/ml, 72.0mcg/day). The pump was replaced on (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. No patient symptoms were reported. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. The pump would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
2017-11-22 mpxr 478174, fu1-mpxr 478174 (for, hcp, rep): information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (1500.0mcg/day, unknown dose) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. A critical alarm occurred. Telemetry of the pump indicated a motor stall and the pump was in safe "mode." The hcp was unable to "read the telemetry" or turn of the critical alarm. It was also noted that "early end of service occurred." A provided pump session report from (B)(6) 2017 confirmed a motor stall and reset occurred resulting with the pump in safe state. The logs were not read. It was clarified eos had not occurred (session report indicted estimated elective replacement indicator was 1 month) and the pump would be returned for further investigation regarding "early eos." The pump was reprogrammed on (B)(6) 2017 to deliver baclofen (1500.0mcg/ml, 72.0mcg/day). The pump was replaced on (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. No patient symptoms were reported. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. The pump would be returned. No further complications were reported/anticipated. Additional information was received. The hcp called technical services about a motor stall after MRI. Technical services talked the hcp through steps on checking for recovery. Later, the hcp called back stating the pump was in safe state and they were unable to program the pump back to simple continuous mode. The hcp could see multiple low battery resets in the logs. The pump had been implanted for over six years. Additional information was received. It was stated that as the eri was only 1 month, the MRI scan triggered the low battery reset, and this was unrecoverable.

Manufacturer narrative:
Analysis identified high resistance of the battery. Eval code-conclusion updated to 12. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.